Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during pumping w/a basal rate of 9 unit/hr. Customer's blood glucose level was not impacted. The customer was able to reload a new cartridge successfully.